Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they turned down their programming last night to go to bed and when they went to turn it back up this morning, they were getting a message that said therapy increase not available. Patient was on group b during the call and again got therapy increase not available. Patient said they tried group a as well this morning and got the same message. Patient confirmed implant battery was fully charged. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had trouble with their communicator in the past. It was reported the patient experienced oor during normal use. After an impedance check, contacts 0,1,3,4 were out. The representative reprogrammed around high impedance issues.